Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During use on a patient the punch stuck and damaged the hole in the aorta but the patient had no adverse effect.